Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 20.5. The iol met all specifications for optical properties. A review of the manufacturer's implant database shows the original implant was replaced with a higher diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported the intraocular lens (iol) was explanted (B)(6) after implant due to improper iol power. No patient injury or adverse effects.